Event description:
Voluntary medwatch received reported: faulty tubing on tandem t slim insulin pump. Prevented insulin delivery for type 1 diabetic. Caused diabetic ketoacidosis requiring hospitalization. All medical test available upon request. Tubing was tested. Cartridge tested. Tubing changed multiple times.